Event description:
As reported via the (B)(4) study, a patient had a history of multiple restenoses of cypher stents prior to the index procedure, and experienced in-stent restenosis of the cypher stent placed during the index procedure. The patient initially had 4 cypher stents implanted from the distal to proximal circumflex (2.5 x 8, 2.5 x 28, 3.0 x 33, and 3.0 x 18) due to diffuse disease with total occlusion of the distal circumflex and a q-wave myocardial infarction. The stents were not overlapping. Approximately eight months after stent implantation (on (B)(6) 2006), the patient experienced 80% in-stent stenosis in the distal circumflex that was treated with two taxus stents. Approximately four months later (on (B)(6) 2007), the patient experienced significant in-stent restenosis in the distal two-thirds of the circumflex and was treated with three taxus stents. One year later (on (B)(6) 2008), the patient experienced in-stent restenosis of the previously implanted taxus stents in the mid to distal circumflex and was treated with two additional taxus stents. Six months later (on (B)(6) 2008), the patient experienced in-stent restenosis of the taxus stents in the distal circumflex and was treated with two promus stents.

Manufacturer narrative:
Approximately six months later (at the time of the study procedure on (B)(6) 2010) there was in-stent restenosis of the cypher stent in the proximal circumflex that was treated with a cypher and a promus stent. Approximately six months later, the cypher stent implanted during the index procedure restenosed and was treated with a xience v stent. According to the investigator, the restenosis of the study cypher was related to cordis product. All restenosis was discovered via routine angiography. At the time of the index procedure, angiography revealed 70% in-stent restenosis in the mid and proximal circumflex. The lesion was pre-dilated with a 3.7 x 15mm balloon at 14atm. The proximal circumflex lesion was 15mm in length and was treated with a 4.0 x 15mm promus stent at 14atm. The mid circumflex lesion was 10mm in length and the reference vessel was 3.5mm in diameter. A 3.5 x 13mm cypher rx was implanted at 18atm and was post-dilated per standard procedure at 18atm with a 3.75 x 15mm balloon. The patient was discharged the following day. Additional information will be submitted within 30 days of receipt. This is one of five products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00345, 3003742446-2010-00346, 3003742446-2010-00347, 3003742446-2010-00348 and 3003742446-2010-00349.

Manufacturer narrative:
As reported via the (B)(4) study, a patient had a history of multiple restenoses of cypher stents prior to the index procedure, and experienced in-stent restenosis of the cypher stent placed during the index procedure. The patient's medical history is significant for having over thirty coronary stents implanted, hypertension, hyperlipidemia, history of CABG (1991), adhesive tape allergy, back pain, back surgery (1999), arthritis and current smoker. The patient initially had 4 cypher stents implanted from the distal to proximal circumflex (2.5 x 8, 2.5 x 28, 3.0 x 33, and 3.0 x 18) due to diffuse disease with total occlusion of the distal circumflex and a q-wave myocardial infarction. The stents were not overlapping. Approximately eight months after stent implantation (on (B)(6) 2006), the patient experienced 80% in-stent stenosis in the distal circumflex that was treated with two taxus stents. Approximately four months later (on (B)(6) 2007), the patient experienced significant in-stent restenosis in the distal two-thirds of the circumflex and was treated with three taxus stents. One year later (on (B)(6) 2008), the patient experienced in-stent restenosis of the previously implanted taxus stents in the mid to distal circumflex and was treated with two additional taxus stents. Six months later (on (B)(6) 2008), the patient experienced in-stent restenosis of the taxus stents in the distal circumflex and was treated with two promus stents. Approximately six months later (at the time of the study procedure on (B)(6) 2010) there was in-stent restenosis of the cypher stent in the proximal circumflex that was treated with a cypher and a promus stent. Approximately six months later, the cypher stent implanted during the index procedure restenosed and was treated with a xience v stent. According to the investigator, the restenosis of the study cypher was related to cordis product. All restenosis was discovered via routine angiography. At the time of the index procedure, angiography revealed 70% in-stent restenosis in the mid and proximal circumflex. The lesion was pre-dilated with a 3.75 x 15mm balloon at 14atm. The proximal circumflex lesion was 15mm in length and was treated with a 4.0 x 15mm promus stent at 14atm. The mid circumflex lesion was 10mm in length and the reference vessel was 3.5mm in diameter. A 3.5 x 13mm cypher rx was implanted at 18atm and was post-dilated per standard procedure at 18atm with a 3.75 x 15mm balloon. The patient was discharged the following day. There is no information available regarding the procedures for the previously implanted stents. The stents were implanted and not available for analysis. A review of the manufacturing documentation associated with the study stent presented no issues during the manufacturing process that can be related to the reported complaint. The sterile lot numbers for the previously implanted stents are unknown, therefore, a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. There are coronary arteries that are reticent to coronary stenting and given the number of cordis and non-cordis stents that have been implanted in this vessel; this may very well be one. That in conjunction with the patient's extensive medical history which includes smoking may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required. This is one of five products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00345, 3003742446-2010-00346, 3003742446-2010-00347, 3003742446-2010-00348 and 3003742446-2010-00349.